Manufacturer narrative:
Corresponding to the production batch of product retention samples (lot:212co21228), the negative coincidence rate test was carried out, and the test results showed that the negative coincidence rate was 100%.no false positives found review the performance inspection data of 212co21228 batches of products, and the inspection results are qualified.

Event description:
False positive test result staff member was tested using ihealth covid-19 antigen rapid test. Test result was positive. Staff had no symptoms or exposure. Staff was then tested using binaxnow covid-19 antigen rapid test and carestart covid-19 antigen rapid test. Both tests were negative. Covid-19 pcr test was then preformed. Test results where negative confirming a false positive result.